Event description:
It was reported that the right ventricular (rv) lead had high impedance, oversensing and noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 - patient alerts for rv. Pace lead impedance > 3000 ohms on (B)(4)-2012 at 03:00:02 and 10:43:48. Daily pace lead measurement log data shows an abrupt increase for v.pace= 728 to 16382 ohms peak between (B)(4) 2012 and (B)(4) 2012. 14 - ventricular nst (non-sustained tachycardia) <=210 ms between (B)(4) 2012 03:02:33 and (B)(4) 2012 16:40:12. Ventricular short interval count v-sic=299.0 counts avg/day, in 3.27 days, between (B)(4) 2012 11:18:03 and (B)(4) 2012 17:52:17.